Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible in the guide wire lumen and contrast in the inflation lumen and balloon, consistent with preparation and the stent delivery system (sds) advancement over a guide wire. The stent implant was returned dislodged from the sds, confirming the reported information. There were flared and smashed struts in the full length of the stent implant. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The non-abbott 6 f guiding catheter that was used during the procedure was returned. The distal end of the guiding catheter was torn, stretched, and smashed for a length of 30 cm. The outer diameter measurements of the stent implant could not be taken due to the flared and smashed struts. It is possible that the sds interacted with the damaged guiding catheter and resulted in the stent dislodgment. Stent dislodgement can be influenced by many factors, including, but are not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. The reported stent dislodgement appears to be related to the operational context of the procedure. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. A sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. A query of the complaint-handling database was performed and there has been no similar incidents reported for stent dislodgement for this lot. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that during advancement of the mini vision stent delivery system (sds) in the moderately calcified target lesion in the distal left anterior descending artery, the stent dislodged in the guiding catheter. The guiding catheter was removed and the stent was inside the guiding catheter. A new guiding catheter was inserted and a 2.0 x 18 mini vision was implanted to complete the procedure. There were no adverse patient effects. There was no additional information provided.